Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was further described as patient made a mistake. Two days prior to the diagnosis of peritonitis; the patient was hospitalized. On an unreported date, the patient began treatment with meropenum, (1g, route, frequency and duration not reported) vancomycin (1 g, every fifth day, discontinued, route not reported), and amikacin (120mg, daily, route and duration not reported) for the peritonitis. Dianeal therapy was ongoing. The patient was discharged 10 days after admission and was recovered from this peritonitis event. It was not reported if the patient was retrained on the proper aseptic technique. No additional information is available.